Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a corail pinnacle due to poly liner dislocation from the cup. Only the head and liner were revised. Converted to pinnacle dual mobility. Once the liner was removed it could be seen that there was wear on one side of the liner where the ceramic head was articulating. Some of the ard's were worked away, and there was wear on the ceramic head where it had been articulating on the inside of the pinnacle cup. Doi: on (B)(6) 2019, doe: on (B)(6) 2023, affected side: right.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photo evidence revealed material transfer/wear visible. The reported complaint condition was able to be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.